Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided by the complaint site and the following was observed: patient has tortuous, calcified, and undersized access vessel (<=5.5mm). Per IFU, mld (minimum luminal diameter) must be greater or equal to 5.5mm). One (1) strut bent outwardly at the outflow.   A device history record review (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no other complaints regarding the reported valve frame damage. Although the reported valve frame damage was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra) and corrective action preventative action (CAPA) which captures root cause analysis for the issue. Instructions for use (IFU), device preparation manual, and supplement procedural training manual were reviewed for instructions relating to the complaint. Precautions: safety and effectiveness have not been established for patients with the following characteristics/comorbidities:  access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity. Potential adverse events: potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: thoracic bleeding and bleeding. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Aortic occlusion balloon: iliac occlusion balloon, reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported valve frame damage was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿a 26mm commander delivery system and a 26mm sapien 3 ultra valve were introduced but could not pass through diseased artery area where the stents were placed¿ and ¿it was extremely difficult to retrieve the device and the stent ended up becoming dislodged.¿ additionally, imagery showed the patient had calcification, tortuosity, and undersized access vessels. The presence of calcification, tortuosity and undersized vessels can create a challenging pathway during delivery system advancement and retrieval, and it can lead to the high push force and retrieval force. Per reported information, the sheath liner may tear after excessive manipulation used to overcome resistance when inserting the delivery system along with the interaction of pre-existing stent. Subsequently, during the delivery system retrieval, the outflow strut may catch on torn liner, so if additional force was used to overcome the resistant felt, it can lead to the bent struts and liner torn. Furthermore, the valve can potentially interact with the calcium and bent back the frame strut during device retrieval. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that procedural factors (excessive device manipulation) and/or patient factors (calcification/ tortuosity/ undersized access vessel) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  A CAPA has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently om implementation phase. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with ¿frame ¿ damaged ¿ during use¿. To address the issue, CAPA was initiated to drive corrective actions. This complaint event occurred prior to implementation of CAPA the occurrence rate did not exceed the monthly control trending limit. The risks outlined in the pra remain the same; the pra documents the potential for additional intervention, which did not occur during this event. The pra remains applicable and no further action is required.

Manufacturer narrative:
UDI (B)(4). This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13070 that reported the sheath and patient injury. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 26mm sapien 3 ultra valve in the native aortic position via transfemoral approach, the patient had stents placed in the femoral artery prior to implanting the valve. After the patient was stented, a 14 fr esheath was easily placed. A 26mm commander delivery system and a 26mm sapien 3 ultra valve were introduced but could not pass through diseased artery area where the stents were placed. The valve and delivery system had to be removed and new valve was prepped. However, a major vascular complication occurred, and the second valve could not be delivered because vascular surgery was required. Tavr procedure was aborted. Additional information: after the issues trying to advance the delivery system through the sheath, withdrawal difficulties occurred from the patient. Vascular surgery performed a surgical cutdown to remove the devices and found the femoral artery stent and iliac artery had ¿dislodged¿.  The devices are being held by the hospital. The tavr valve is to be placed in the future via subclavian approach.  Patient is currently doing well. Pictures of the devices were received. The sheath liner appears to be torn and liner strands are observed. Also, the valve struts appeared to be bent.